Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed through evaluation. Evaluation observed a load set message upon powering the device on. This condition was caused by failed lower link switch. The door was found to physically open and close as designed. The lower auxiliary assembly was replaced to correct this condition.